Manufacturer narrative:
Device passed displacement test. Device received with cracked battery tube thread and cracked case battery tube noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 52 mg/dl at the time of incident. Customer declined for troubleshooting of low blood glucose. Customer stated that the insulin pump had crack on battery compartment. Customer stated that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert the backup plan. The insulin pump will be returned for analysis.